Manufacturer narrative:
Correction: the event date should have been (B)(6) 2019 rather than (B)(6) 2019.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 2938836-2019-02910; 2938836-2019-02911; 2938836-2019-02908. It was reported that the patient presented in the hospital with pocket infection. The physician explanted the whole system. The patient was stable and was not dependent on the device. The system replacement will be scheduled after few weeks.